Event description:
During a routine shift check by a clinician, the device displayed :status 105" and "status 106" messages. Complainant indicated that there was no patient involvement in the reported malfunction.